Manufacturer narrative:
Conclusion and justification status for MDR: examination of the submitted sigma hp uni fb keel osteotome confirmed the end cap component has fractured from the osteotome assembly and the handle component disassembled. The handle component can become disassociated from the assembly if the cap component is missing. The investigation could not draw any conclusions about the root cause of the disassembled handle without the cap component and handle component to examine; however, a complaint database search found additional reports of fractured cap components and the root cause attributed to mis-use through improper impaction. Based on the inability to identify root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Event description:
Instrument is missing the handle.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.